Event description:
It is reported that the pt is experiencing pain and the surgeon has indicated that the cement has failed.

Manufacturer narrative:
This bone cement is manufactured at (B)(6) and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.